Event description:
It was reported that, this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) recommend further evaluation in the clinic. This lv lead remains in service. No adverse patient effects were reported.